Event description:
This event was noted by literature review: it was reported that the index procedure was in (B)(6) 2010 and the chronic totally occluded lesion of the right coronary artery (rca) was treated with placement of three (3) stents: a 3.0 x 18 mm, a 3.0 x 28 mm, and a 2.5 x 28 mm promus stents. In (B)(6) 2011, the patient experienced exertional chest pain. The chest pain was relieved with nitroglycerin and rest. On an unspecified date, an angiography was performed to evaluate the chest pain. It was noted that a stent fracture and restenosis were found at the mid rca where the stents overlapped. Additionally, peri-stent staining (pss) was found along the deployed stents. A 3.5 x 12 mm vision stent was deployed after pre-dilatation to treat the restenosis and the pss. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.dates estimated based on the date of article publicationthe stent remains in the anatomy. It is indicated that the stent delivery system (sds) is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.(B)(4). The additional devices referenced in b5 and d11 are being filed under this same medwatch report.you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.